Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported the base of the device was broken when inserting into the subcutaneous pocket. Patient information provided.

Manufacturer narrative:
The returned valve was patent and upon visual inspection the base of the valve was found to be intact. It met the requirements for siphon, pressure-flow, pre-implantation, and leak testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. However, the valve did not meet the requirements for reflux testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the base of the device was broken between the delta chamber and valve mechanism. According to the report, the event occurred during surgery and the device was replaced with another device. Reportedly, the patient was fine.